Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified, 90% stenosed, superficial femoral artery (sfa) with moderate tortuosity. An unspecified introducer sheath was placed and a ht command 18 guide wire was used to gain vascular access. A 4.0x18mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion. Inflation was attempted; however, the balloon burst at 14 atmospheres during the first inflation. A new same-sized fox sv pta catheter was successfully inflated in several regions of the sfa. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.